Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: event1: insufficient air flow due to blockage of air/water supply nozzle. The probable cause: this may have been caused by a foreign object in the aw nozzle. Event2: insufficient water flow due to blockage of air/water supply nozzle. The probable cause: this may have been caused by a foreign object in the aw nozzle. Event3: water flow function is reduced due to blockage of air/water supply nozzle. The probable cause: this may have been caused by a foreign object in the aw nozzle. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the flex video scope exhibited a foreign object in the nozzle. There was no patient involvement.